Manufacturer narrative:
Device return: one (1) used ch3156; one used alaris pumpset; three used curos caps visual inspection (pre and post decontamination) of the "as-received" ch3156 and alaris pump set recorded the presence of a red colored dried residue at the interface of the ch3156 bifuse add-on set adapter tubing and the spike on the alaris pumpset. The qe report noted there was no evidence that the residue originated as a leak between the spike and adapter tubing. Qe testing and analysis was performed. The returned device set-up (ch3156 and alaris pump set ) were mated/connected and pressure leak tested. The results recorded no leakage(s) observed at any location or connection(s) along the entire fluid circuit. The ch3156 spiros connector did not leak in either the activated or unactivated positions. The ch3156 device set met the applicable product performance specifications.

Event description:
Complaint received reporting chemo leakage with use of ch3156 14" bifuse add-on set w/spiros; bag spike; vented cap; drop in spiros. The initial information received reports unprotected chemo exposure occurred to "... Patient getting a continuous infusion of doxorubicin ... The spiros tubing that connects to the alaris spike ... Leaking. " there were no reported patient/operator adverse consequences. Additional event/device set-up information although requested has not been provided.